Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues recur.